Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that eri (elective replacement indicator) was tripped (B) (6)-2010. The device had a current battery voltage measurement of 2.61v. Device replacement was recommended. No patient complications were reported as a result of this event.